Manufacturer narrative:
The biomedical engineer reports that both the spo2 and nibp are not producing accurate readings. The biomedical engineer tested the monitor on a simulator and the values being produced were accurate. According to the ER, the spo2 readings have been intermittent due to patient movement, causing the readings to be inaccurate. The biomedical engineer tested the spo2 cables and found that accurate readings were being produced if no patient movement occurred. The clinical application specialist provided the ER with some troubleshooting tips. The ER stated that the spo2 readings were being measured through a non-disposable, finger clip probe. The values produced from both the spo2 and nibp were compared with a manual nibp cuff and by checking the spo2 saturation with another pulse oximeter and through arterial blood gas. Issues with the low spo2 and high nibp readings were resolved by keeping the patient still and using a manual nibp cuff. No patient harm was reported when the readings for both spo2 and nibp were taken. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained. Device not returned.

Event description:
The biomedical engineer reports that both the spo2 and nibp are not producing accurate readings. The biomedical engineer tested the monitor on a simulator and the values being produced were accurate. According to the ER, the spo2 readings have been intermittent due to patient movement, causing the readings to be inaccurate. The biomedical engineer tested the spo2 cables and found that accurate readings were being produced if no patient movement occurred. The clinical application specialist provided the ER director with some troubleshooting tips. The ER stated that the spo2 readings were being measured through a non-disposable, finger clip probe. The values produced from both the spo2 and nibp were compared with a manual nibp cuff and by checking the spo2 saturation with another pulse oximeter and through arterial blood gas. Issues with the low spo2 and high nibp readings were resolved by keeping the patient still and using a manual nibp cuff. No patient harm was reported when the readings for both spo2 and nibp were taken.